Manufacturer narrative:
Additional information has been received after the initial report was submitted. The information has been provided with this report. The insulin pump passed functional testing's including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was monitored for 24 hours and no unexpected bolus delivery noted. No delivery anomaly noted. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had minor scratched lcd window and cracked battery tube threads.

Event description:
It was reported via phone call by customer's mother that the insulin pump continued alarming. Customer's mother checked the insulin pump and it delivered 5units of bolus during customer sleeping. The insulin pump over-delivered randomly.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery as well as a motor position encoder error. The patient's blood glucose level was 213 mg/dl at the time of the call. The customer stated that there were no significant events that could led to the motor error alarm. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.